Manufacturer narrative:
Eval of the device found the engagement angle of the anvil component was inaccurate.

Event description:
The device was used during a thoracoscopic volume reduction procedure. The anvil disengaged as the surgeon wiped the surface clean. No pt injury reported. Another instrument was used to complete the procedure.